Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had moisture ingress into the battery compartment. The reporter indicated that there was no known damage to the pump related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/17/2015 with the following findings: the battery compartment was observed to be cracked at the threads, below the grip pad, and above the grip pad; these device failures indirectly contributed to the reported issue. The pump failed a leak test due to a battery compartment leak; this device failure directly caused the reported issue. Evidence of moisture ingress was found inside of the battery compartment: the reported issue was duplicated. The pump case was removed, and no further evidence of internal damage or defect was found. Unrelated to the reported issue, the top of the returned battery cap was observed to be worn; a test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis.